Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-15262, 15264. It was reported the pt has experienced a constant burning sensation at the ipg site and the middle of his back since suffering a fall. The sjm rep reprogrammed the pt and will f/u with the pt as the next course of action.